Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and mildly tortuous mid right coronary artery (rca). After pre-dilation with a 2.5mm balloon, the physician attempted to implant the 3.50x16mm stent. However, it was unable to cross the lesion. After an additional dilatation, it was attempted to cross the lesion with a guidewire. However, it was unable to cross the lesion. When the physician attempted to retract the stent inside the guide catheter, it was noted that it got stuck at the edge of the guide catheter. When the device was examined outside the pt, it was noted that the stent was deformed. The procedure was completed with a different device. No pt injuries or complications were reported. Pt condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.